Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that when the device was removed from the packaging, the stent came off in the protective sheath. There was no patient involvement. It was noted that the device may have been pulled out of the hoop to quickly, contrary to IFU, resulting in the stent dislodgement. No additional information is available.

Manufacturer narrative:
Evaluation summary quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood or contrast visible. The stent implant was dislodged from the balloon and was returned in a small bag. The balloon was tightly folded. There were crimp marks visible on the balloon where the stent implant had been between the markers there was a kink in the sds tip. There was no other damage noted to the sds. The protective sheath was not returned. A snap gauge used to measure the outer diameters of the stent implant. The outer diameter measurements met manufacturing criteria. Product performance engineering reviewed the incident information and the returned device analysis. Factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, and interactions with other devices and/or the patient anatomy. Reportedly, the sds may have been removed from packaging quickly. The device instructions for use (IFU) cautions that: "special care must be taken not to handle or in any way disrupt the stent on the balloon. This is most important during catheter removal from packaging, placement over guide wire and advancement through rotating hemostatic valve adapter and guiding catheter hub." It is possible that as the device was removed from packaging, the stent implant was loosened and dislodged, though that could into be confirmed; therefore, a definite root cause cannot be determined. There was a kink noted in the tip of the returned sds, though it was not reported in the incident information. It is possible that the tip was kinked due to handling during or after the procedure, as the device was packaged and shipped back to abbott vascular for analysis . A root cause for the kink cannot be determined. A review of the device lot history records did not reveal any non-conforming material reports associated with the product lot. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security, and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.